Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2325pslc peek swivelock anchor broke during insertion. All fragments were retrieved, and the case was completed using another ar-2325pslc peek swivelock anchor. This was discovered during a knee arthroscopy procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noticed that the implant was damaged, and the eyelet and suture threader were not returned. Functional testing found that the swivelock drive assembly works as required. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.